Event description:
It was reported that during a gastrectomy procedure, one side of staple line was not stapled. It was malformed staple. (Open shape). Another device was used to complete the case. No patient consequence.